Event description:
On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aorta aneurysm using gore tag thoracic endoprosthesis. During the procedure, fogarty catheter was used to remove the distal emboli in the left leg after the implantation of tag devices. On (B)(6) 2009, the patient underwent a thrombectomy again. The patient tolerated the procedure and was fine when he came for the 6-month follow-up exam.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional device implanted and involved in this event: (B)(4).